Manufacturer narrative:
This report is submitted on february 22, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the device (actuator). The patient underwent a procedure on (B)(6) 2021, to wash out and close the site. There was no reported infection, the site was inspected and observed to be healthy, dry, and clean. The patient was placed on an oral antibiotics for a duration of 2 weeks as a prophylaxis. The issue resolved, and the patient resumed use of the device. Clinical management is ongoing. The implanted device remains.